Event description:
It was reported that an arteriotomy closure of an unknown vessel was attempted using a proglide device after a stenting procedure. Reportedly, a perclose proglide was advanced, but drip of blood from the marker lumen was not confirmed. The device was advanced deeper inside the patient, but drip of blood was not confirmed so the device was removed as a single unit. The marker lumen was flushed with a syringe, however, normal saline did not come out. Blockage of the lumen was suspected, so a 0.018" guide wire was inserted and removed into marker lumen several times and normal saline came out when the marker lumen was flushed again. The method of achieving hemostasis was not specified. The physician is reportedly trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported marker lumen blockage was not confirmed; a proxy syringe, filled with water, was used to flush fluid through the marker lumen with no anomalies noted. Based on a visual inspection and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no associated non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database indicated there had been no similar marker lumen blockage incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). Concomitant products: abyss kp3.0 guide wire, e-luminexx 7.0x 40 mm stent. The device was received. Investigation is not complete. A follow-up report will be submitted with all additional relevant information.